Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance over the phone to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared, which the customer understood and acknowledged.